Event description:
During a laparoscopic cholecystectomy, reportedly, the device balloon ruptured. A small piece of balloon disengaged in the abdomen. The surgeon removed it laparoscopically without incident.